Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via call. Troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, h2, h4, h6, h11. Corrected fields: h11 (tac verbiage). The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device image was cut off on the monitor. The issue occurred at inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.